Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The right atrial lead exhibited a loss of sensing and intermittent noise; the noise could not be reproduced. The physician elected to cap and replace the lead. The patient was in stable condition following the procedure and would continue to be monitored.